Manufacturer narrative:
Pump passed all functional testing, including the self, current measurement, run current measurement, restart, rewind, prime and seating, basic occlusion, occlusion, force sensor, displacement and excessive no delivery test. Pump rewinds properly. All buttons functioning properly. No damage in the keypad assembly noted. No unlocked j2 orlcd keypad connector during visual inspection. Pump monitored for several days and no unexpected auto off alarm noted. Pump passed the dat at 0.08730 inches. Pump received with cracked case at the display window corner, broken reservoir tube lip, cracked battery tube threads and minor scratched lcd window.

Event description:
The customer's son reported via phone call of hospitalization for high blood glucose of 780mg/dl and diabetic ketoacidosis. The customer is still in the hospital. Some troubleshooting was performed and found that the pump passed the self test. Customer was advised to have their mother call back if any further issues and to monitor the pump and blood glucose.